Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The trek 2.25 x 20 coronary dilatation catheter is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned product noted blood and contrast on the polymer and on the coils, which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were still intact. There were two bends in the tip, 3 mm and 7 mm proximal to the tip ball. There was a kink in the core, 1.3 cm distal to the proximal end of the core. These noted bends and kink in the guide wire are consistent with interaction with the lesion anatomy and/or other device and/or product handling during the procedure as no damage was reported during inspection prior to use. Analysis did not confirm the reported blue coating on the guide wire that had rolled into a ball as there were blue fibers wrapped around the guide wire polymer, 26.6 cm proximal to the proximal solder and a ball on the core which could have been what was reported to be blue coating on the guide wire. Chemical analysis indicated that all light blue fibers removed from the guide wire resemble a type of cellulose fiber with origin remaining as unknown. This type of guide wire does not have any blue colored coating which would indicate that the reported blue coating that rolled into a ball was not part of the guide wire and there was no reported damage during inspection prior to use. Analysis confirmed the reported resistance with the balloon catheter as the guide wire was returned frozen in the guide wire lumen of the balloon catheter. There was 43.3 cm of the distal end of the guide wire extending out from the tip of the balloon catheter. An attempt was made to remove the guide wire from the balloon catheter; however, the guide wire could not be removed. After the guide wire and balloon catheter were soaked in the water bath for three days, the guide wire could not be removed from the balloon catheter. The outer diameter of the guide wire core up to the balloon catheter guide wire exit notch was measured with a lased micrometer and met manufacturing criteria. The distal end of the guide wire could not be measured due to damage noted to the tip. The balloon catheter was returned with blood in the guide wire lumen. There was contrast in the inflation lumen and on the shaft. The balloon was tightly folded. The distal end of the tip was flared. There was a kink in the bayonet portion of the hypotube, 9.5 cm proximal to the guide wire exit notch. There was a bend in the hypotube, 4.5 cm distal to the strain relief tubing. A conclusive cause could not be determined for the reported difficulties and there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product part and the lot numbers were not reported. Resistance with the balloon catheter over the guide wire during advancement can occur due to, but not limited to, a damaged guide wire, condition of the wire coating, patient anatomical morphology, wire manipulation technique, and/or lesion characteristics. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing, and/or pushing/pulling is required, the clearance between the wire and the balloon catheter can be reduced to an undesirable level and cause resistance between devices. Coagulation of blood or contrast can also be a factor in reducing clearance. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. This type of reported event will continue to be monitored.

Event description:
It was reported that during the procedure in the mid left anterior descending artery, during advancement of the trek dilatation catheter over a balance middleweight universal ii guide wire, resistance was felt and force was applied. It was noted that blue hydrophilic coating on the guide wire had rolled into a ball. The devices were removed from the anatomy as a single unit. The physician made the decision to discontinue the procedure. The patient has been referred for surgery. There was no significant clinical delay in the procedure. Though requested, no additional information has been provided.